Event description:
An ipp device was implanted on 7/15/80. The right cylinder and pump were revised on 9/16/80. Both cylinders and pump were revised on 10/6/81. The entire device was removed from the pt on 10/14/96, due to a cylinder aneurysm, and replaced.